Manufacturer narrative:
Corrected data: h6 - patient code: 1937 should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.5/5.5/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. Lens explant resolved the problem, patient current condition is good.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens optic torn and haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).